Event description:
It was reported that during a lap cholecystectomy procedure, the tips of the instruments were not aligning properly. The clips were falling out upon firing. Opened a new one and it did the exact same thing. Used a competitive clip applier to complete the procedure. The surgeon was not performing a cholangiography and it was used under normal application. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.